Event description:
It was reported that the customer received intermittent continuous glucose monitor error 42s. Reportedly, the customer contacted health care provider to obtain alternate insulin therapy. There was no reported adverse impact to the customer.